Event description:
It was reported that the automatic ventilation leakage test failed during system check out. There was no patient connected to the anesthesia system during the event. Manufacturer's re. #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The water trap receptacle was found with damaged o-rings which caused a leakage. The affected parts were replaced and successful tests were performed. The logs and the replaced parts have not been received for investigation. The cause of the reported leakage has been determined to be damaged o-rings.

Event description:
Manufacturer's reference number: (B)(4).